Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on an unknown date, the patient presented with the combination of herniated disc and lumbar stenosis. The patient underwent minimally invasive decompression. Post operatively, the patient suffered from recurrent symptoms. On an unknown date, the patient underwent second micro discectomy. Unfortunately, it was complicated by a wound infection, which was easily drained. His infection resolved; however he had persistent symptoms of low back pain and spasm. On an unknown date, the patient underwent a myelogram and cat scan which showed degenerative change. There was some subtle instability present on flexion-extension views, but nothing drastic. There was an l5-s1 bulge, with osteophyte formation, that was eccentric to the left. There was minimal displacement of the left s1 root. On (B)(6) 2009 the patient presented with the pre op diagnoses of persistently symptomatic degenerative disk disease, l4-5. The patient underwent the following procedures: re-exploration laminectomy and bilateral decompression l4 and l5 nerve roots; posterior lumbar interbody fusion bilaterally l4-5; bilateral placement of l4 and l5 pedicle screws; lateral mass fusion with autologous bone and infuse.

Event description:
It was reported that the patient "had l4-5 infuse fusion in june 2009 and have suffered severely ever since and got arachnoiditis from it." No additional information was provided.